Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that the automated impella controller (aic) had placement signal issues and a brief period when the aic disconnected from the impella connect. This is one of two related reports for the patient associated with this event.

Manufacturer narrative:
The investigation of optical signal issue has been completed. Based on the data and device analysis there was no issue found with the console, during the case. The device functioned/operated to specification. The patient expired while on support and is captured on manufacturer device report number 1220648-2025-27937 which is against the pump.